Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6)2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection reported of the implantable pulse generator (ipg) system. In addition, there was a possible insulation breach of the right ventricular (rv) lead. The ipg was explanted and replaced. The right atrial and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.